Manufacturer narrative:
A ge oec service representative investigated the issue and installed a new hand switch, backplane, motherboard and battery pack to address the image scrolling issue, but a no power up issue reported when monitor issue was being repaired. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system had a scrolling image on the monitor. Also, on site, the ge representative noted a no boot issue.